Event description:
A report was received that the patient had a pocket revision because the ipg was too close to the surface of the skin and the physician made the pocket deeper. The patient felt she was hitting the ipg on everything and wanted the pocket be made deeper. The patient is reportedly doing well.